Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4 - primary UDI number, h6 (annex g). Investigation ¿ evaluation: it was reported that the basket of an ncircle tipless stone extractor could not be retracted. The user confirmed that prior to use for a bile duct procedure, the handle of the device was malfunctioning, and the basket could not be retracted. Therefore, the device was not used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One prior to use device was returned to cook for evaluation. The handle could not actuate basket formation. The handle was disassembled during investigation and the basket formation was able to be manually actuated to open and closed positions. After resetting the handle, the basket could be actuated by the handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed related discrepancies to the failure mode in which all affected devices were scrapped. A complaint history search identified other related events for this failure mode. However, since the failure mode could not be traced to a specific component for this complaint, it is unlikely the reported issue affected the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device does not contain information relevant to the reported event. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone number: (B)(6). G4: PMA/510(k) #: exempt. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of an ncircle tipless stone extractor could not be retracted. The user confirmed that prior to use for a bile duct procedure, the handle of the device was malfunctioning, and the basket could not be retracted. Therefore, the device was not used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.